Event description:
User received erroneous alp results for approximately 10 samples. Nine examples were provided. Sample 1 initial result was 7 u/l, repeat results was 70 u/l. Sample 2 initial result was 6 u/l, repeat result was 66 u/l. Sample 3 initial result was 8 u/l, repeat result was 71 u/l. Sample 4 initial result was 9 u/l, repeat result was 96 u/l. Sample 5 initial result was 9 u/l, repeat result was 79 u/l. Sample 6 initial result was 7 u/I, repeat result was 78 u/l. Sample 7 initial results was 8 u/l, repeat result was 87 u/l. Sample 8 initial result was 7 u/l, repeat result was 111 u/l. Sample 9 initial result was 10 u/l, repeat result was 206 u/l. Erroneous results were reported. No pt was treated due to these results, reports were corrected. The field service representative determined the cause to be a dirty incubation reaction bath. He cleaned the reaction bath and replaced the reaction cells. Performance tests were performed which were within specification.